Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical devices component involved in the event: product family: scs-linear leads upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 2000020940.

Event description:
It was reported that the patient underwent an explant procedure due to having high impedances. The explanted device components were not returned per facility policy.